Event description:
Pt had cardiac cath done in 2004 with angio seal placement. Subsequently, the pt suffered an occlusion of the right distal iliac artery and was taken to the or for removal. Pt became stable and was discharged. Suspect unsuccessful deployment of the angio-seal.

Event description:
Pt had cardiac cath done in 2004 with angio seal placement. Subsequently, the pt suffered an occlusion of the right distal iliac artery and was taken to the or for removal. Pt became stable and was discharged. Suspect unsuccessful deployment of the angio-seal.